Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified common femoral artery. A 6.00mm/ 2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 2 seconds. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and there was no problem with the patient's condition post procedure.